Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt experienced ventricular fibrillation event. The pt experienced ventricular fibrillation, which spontaneously converted to brachycardia six seconds before pulse delivery. The response buttons were not pressed during the event. The pt went to the hosp and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 12/2014 (initial use), electrode belt sn (B)(4) - 08/2014 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6).